Event description:
The customer reported that a piece of the blue jaw on the device broke loose and the device had intermittent activation. Nothing fell into the patient cavit and second device was used to finish the case. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.